Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 42mg/dl. Customers stated that they had an issue with their sensor. Troubleshooting was performed but did not resolve the issue. Insulin pump will not be return for analysis.